Event description:
It was reported that this right ventricular (rv) lead had an intrinsic amplitude measurement that was out of range. Pacing impedances were low out of range and measured less than 300 ohms. Technical services recommend to bring the patient in to evaluate the lead as it appears to be out of specification. In 2017, it was reported this patient went through the same issues on a different lead at that time. This rv lead remains in service. No adverse patient effects were reported.